Manufacturer narrative:
The penumbra system 4max reperfusion catheter (4max) was kinked approximately 51.0 cm from the hub. The 4max was ovalized approximately 63.0 and 105.0 cm from the hub. The 4max was bent 17.0 and 89.0 cm from the hub. Evaluation of the 4max revealed damage at multiple locations along the catheter shaft. The 4max kink was confirmed during evaluation and likely contributed to the inability to advance the velocity, as experienced by the physician. Further evaluation revealed ovalizations and bends in the 4max catheters. The ovalizations were likely a result of repeated attempts to manipulate the kinked 4max prior to removal for inspection. The bends in the 4max were likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4max). During the procedure, the physician advanced the 4max through a non-penumbra sheath and then attempted to advance a veloicty delivery microcatheter (velocity) through the 4max. However, the velocity was unable to advance through the 4max. Therefore, the physician removed the 4max and velocity from the patient and noticed that the 4max was kinked upon inspection. The procedure was then completed using a new 4max, the same velocity and the same non-penumbra sheath. There was no report of an adverse effect to the patient.